Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat a symptomatic vaginal prolapse, stress urinary incontinence, chronic pelvic pain, menorrhagia, and symptomatic fibroids. The patient underwent the concurrent procedures of a laparoscopic-assisted vaginal hysterectomy, cystoscopy, and posterior repair during mesh implantation.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary urgency and incontinence.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal discharge, nocturia and dysuria.